Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual examination a hole was found in the membrane of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door there was fluid on the tubing set and the cassette door. She was advised to contact her pd nurse she retained and returned the set for evaluation. During follow up the patient and the pd nurse reported that the patient was prescribed prophylactic antibiotics. The patient is okay and there are no adverse events reported at this time.